Event description:
After treatment with juvederm to the lips, the patient reported bruising, redness, soreness, swelling, inflammation and a lump/bump at the injection site above the lip on the right side of her face. The patient reports being treated with antibiotics which were not effective. Additional treatment included two steroid injections. The patient has not given allergan medical permission to follow-up with the physician. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B) (4).